Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that capture issue was noted during implant. Physician tried to reposition the lead but the helix would not retract. Lead was not used and a new lead was implanted. Patient¿s condition was fine during and post procedure.